Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The information received suggests that whilst drawing blood from a PICC line, the luer slip syringe bounced back from the maxzero needle-free valve. Blood from a (B)(6) patient splashed into the nurse's eyes.